Event description:
The patient had a revision surgery due to dislocation of the fossa joints.

Manufacturer narrative:
The returned product contained significant signs of wear and there are no indications of any manufacturing defects. The product was retained by the clinical research department. The warnings in the package insert state this type of event can occur. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.